Event description:
On (B)(6), 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. During the call, the patient indicated that the alleged meter inaccuracy began around 10 days prior to contacting lfs. The patient reported high blood glucose results of ¿515, 394, 540 and 550 mg/dl¿ with the subject meter. The patient claimed her usual blood glucose range is between ¿120 to 130 mg/dl¿ and that she had made no changes to her diet. The patient stated that she manages her diabetes with insulin (self-adjusts based on meter readings and carbohydrate intake) and continued to follow her usual diabetes management regimen in response to the elevated readings. On (B)(6), 2023, at 4:00 pm, the patient reported feeling like she was having a ¿low sugar episode¿ and described experiencing symptom of ¿cold sweats¿. The patient claimed she treated herself with crackers and felt better afterwards. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.